Event description:
On 04/17/2000, the facility's or buyer informed the manufacturer's (MFR.) Sales representative of the folllowing: during implantation of the device after the catheter was attached to the device body, the physician was unable to flush the device. A new device was opened and used successfully. No further details were provided.